Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that a pulmonary valve was explanted after an implant duration of eight (8) years, six (6) months due to stenosis and regurgitation secondary to calcification. This was replaced with a 20 mm conduit. There were no complications and the patient was discharged on post-operative date #9.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative the explanted device was not returned to edwards for analysis because it was discarded at the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Children and adolescents have been shown to have higher rates of bioprosthetic valve degeneration as calcification has been found to be more rapid and aggressive in children and growing adults. This well known relationship is explained by the pro-calcific metabolism of younger patients, which includes higher levels of blood calcium, phosphate, bone proteins, and enhanced parathyroid hormone and vitamin d metabolism when compared with adults. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.